Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss as well as had multiple pump errors. The customer¿s blood glucose level was 240, 260 and 280 mg/dl. The customer treated high's with pump. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting steps were provided for pump errors. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery, power loss alarm, replace battery now alarm. The power management tool confirmed power error, low battery, power loss alarm, replace battery now alarm was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm error alarms or insert battery alerts were noted. The insulin pump also received with scratched case, case cracked behind the pump at the corner of the belt clip slot, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.